Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 478 mg/dl. Insulin pump alarmed motor error as the blood glucose level was increased. Customer stated hey were able to clear the alarm and they were able to rewind the insulin pump. The insulin pump will not be returned for analysis.